Manufacturer narrative:
Sample was collected via venipuncture in a vacutainer tube and stored in the technician's lab coat pocket. Qc was run before incident and was within qc specifications. Bci field service engineer (fse) was dispatched for this event. Fse ran shutdown, startup and monitored system operation. Fse also performed reproducibility study and a carryover test. All three levels of qc were run and instrument was verified and validated. Per product labeling: if all counted parameters are consistently lower than normal and mc is normal; probable cause: short sample. Poor bath drain. Diluted sample. Root cause for the initial low cbc results can be attributed to a short sample or poor bath drain.

Event description:
A customer contacted beckman coulter inc. (Bci) to report that the act diff instrument generated low wbc, rbc, hgb & plt without instrument generated flags for one (1) patient specimen. Patient's sample was further mixed and immediately rerun where normal cbc results were obtained and considered correct. Erroneous results were not reported out of the lab. There was no death or injury as a result of this incident.